Manufacturer narrative:
It was noted that there was an intermittent button response on the esc button due to moisture damage on keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she tried to fill the cannula and it just went to zero and got stuck. Customer's blood glucose was 279 mg/dl at the time of the incident. Customer was calling to report that she was unable to prime her pump. Customer stated that the act button was not responding when she presses it on the desired setting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.